Manufacturer narrative:
Continuation of medical device: d224drg ICD implanted (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture and was exhibiting noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.